Manufacturer narrative:
The device was manufactured between 20 aug 2019 and 21 aug 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During function testing, a leak was observed at the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked around the set port. There was no patient involvement. No additional information is available.